Manufacturer narrative:
During follow up the customer reported that the issue was still occurring. A replacement pump was shipped to the customer. Customer will use an alternative pump for therapy until the replacement is received. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a unspecified malfunction alarm occurred. There was no patient involvement, as the issue occurred during setup of the pump and had not yet been used on the customer at the time of the reported event.